Event description:
It was reported that this right ventricular (rv) lead exhibited noise, however it was confirmed no oversensing occurred. This lead was subsequently surgically abandoned and replaced. No additional adverse patient effects were reported.